Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. The blood leak was not visible within the dialyzer on the arterial side of the device. Blood test strips were used and tested positive. The reporter stated that there appeared to be frayed fibers in the general area of the blood leak location. The machine did alarm. Estimated blood loss was 250ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. The sample was saved by the user facility and it was requested to be returned for a manufacturer evaluation.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with one corporate provided adapter cap and one ogden fmcna adapter cap; blood port caps were not returned. The fibers were wet with some indication of blood exposure; the bundle was tinged with evidence of blood contamination. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. Visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The reported complaint is confirmed as a fiber leak due to a short fiber. The returned sample was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface at approximately 330 degrees (with the dialysate ports at 0 degrees). The dialyzer failed at an airflow rate of 36.0cc/min. Subsequent to disassembly the short fiber was identified on the non-cavity ID end at approximately 330 degrees (with the dialysate ports at 0 degrees). Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, and/or kinked or looped fibers. The fiber bundle did not exhibit any frayed or, "bunched together" fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.